Event description:
Patient was hooked up to a fluorouracil (5fu) home infusion pump. It was to run for 46 hours, but finished 7 hours early. The pump started beeping & it was noted that the IV bag was empty so the pump was stopped & disconnected by patient's wife.